Event description:
A customer contacted beckman coulter inc. (Bci) in regards to main vacuum error and leak from the vacuum accumulator canister (ac). No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) did not observe any sign of leak on the system; however, fse did find main vacuum and modular chemistry (mc) errors on the system. Fse rebuilt the vacuum pump and completed preventive maintenance on both ac and mc.